Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, a little red mark about three to four inches was noticed on the patient's left upper thigh post procedure. The red mark was caused by the tubing being draped over the patient's leg. There was no treatment required. An additional attempt has been made to obtain follow up event details with no response from the clinician.